Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 , that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned 07/05/2018 for evaluation. Performed visual inspection and passed. The receiver will boot up and charge. The download log was performed and a loss of connection on was not confirmed. The receiver passed all functional testing and all relevant testing. Performed pairing test and unit passed. The reported event of a loss of connection was not confirmed.